Event description:
No additional information

Manufacturer narrative:
Investigation results: the complaint that the needle could not be withdrawn from the nexiva IV catheter was confirmed and the cause appeared to be supplier related. Two 20g nexiva devices from lot 4276210 were provided for investigation. A functional test revealed resistance when withdrawing each needle through the tip shield safety mechanism. The outside diameter of each needle was within specification. The inside diameter (ID) of each washer was below the lower specification limit. The appropriate personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva 20 ga x 1.25in sp with maxzero needle disengagement problem. The following information was provided by the initial reporter: we have 2 of the 20gax1.25¿ nexiva closed IV catheter system ref #383557, that have not retracted the needle as needed when placing the IV into a patient. Fri (B)(6) 2025 12:12 pm 1. Are you able to provide the dates of the events in the format of mm-dd-yyyy? If unknown, can state unknown. - (B)(6) 2025. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. (B)(6) 2025 I do not believe it was used on a patient. On (B)(6) 2025 they placed in the patient, realized the malfunction and pulled out. Then had to place a new one.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bds notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: nexiva. Device failure: needle disengagement difficult.

Event description:
No additional information.